Manufacturer narrative:
Several attempts to obtain additional information from the field were unsuccessful. The product has not been returned for analysis. This report will be updated if the device is returned.

Event description:
Boston scientific received information that a family member noted the patient expired and felt the device may have contributed to the patient's death.